Event description:
A report was received by ciba vision on 1/28/2002 from a surgeon that a pt who had a left eye memorylens implantation in 2000 presented at exam almost three months later with iritts, inflammation and vitritis. The pt was treated with steroids and the problem resolved. The dr was reviewing his pt's charts and noted that he had not reported this incident when it occurred in 2000.